Manufacturer narrative:
The set h6 component code for adverse events was inadvertently submitted in follow up 1 as c50039-magazine/cassette, however the correct component code is c172015-part/component/sub-assembly term not applicable.

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6)2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6) 2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s unspecified infection which required pd catheter removal (not a fresenius product). However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s infection cannot be determined. However, infections are not uncommon in pd patients and can be due many potential etiologies, including the pd catheter (not a fresenius product).

Event description:
It was reported a patient on peritoneal dialysis (pd) made a call to customer support to cancel a pd supply order. The patient stated they had an unspecified infection on (B)(6) 2021 and had the pd catheter (not a fresenius products) removed. There were no reported allegations that the infection was related to any issues with fresenius products. There is no additional information available despite multiple due diligence attempts.